Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and a blank display. The customer reported no adverse events. The event involved product(s) mmt-1884. The troubleshooting was performed and the customer reported physical damage (a crack or scratch) on the pump not related to the retainer ring. The customer reported a blank display. The display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, cracks in the case on the battery tube side one of which starts at the left belt clip rail and the other which runs horizontally across just below where the bottom of the battery compartment is located, faded serial number label, missing display window cover, cracked middle (enter) keypad button. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted during testing. Thump software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the adapt tool, or in the power management graph. The adapt tool confirms that the following battery related alarms/alerts occurred around the event date: 58=failed battery test occurred on 05/22/24 at 05:54:14. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, there are signs of previous moisture presence inside the case on the tape covering the lcd controller. In summary, the customer¿s report of a blank display was not confirmed but that of a crack in the case was confirmed during testing. The pump does not meets specs due to the previous moisture presence inside the case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.